Event description:
The customer called technical support (ts) reporting that the device has error code 1007 and 1008 error code machine and proximal pressure sensors failed message. The customer reported there was no patient involvement at the time the issue was discovered. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.